Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and determined to be manufacturing related. The product returned for evaluation was one 4fr sl groshong nxt catheter. A gross visual inspection of the returned device found that a c-shaped tear was present on the distal end of the extension tubing. Microscopic inspection of the tear site found a granular fracture surface texture (typical of tearing failure modes) and a varying fracture edge with a bulge in the center. These features were characteristic of over-pressurization (burst) damage. The unit was functionally tested by attempting to flush the device past the tear site in order to check for occlusions. During testing, an occlusion was encountered such that the liquid was not reaching the catheter tubing. Further inspection found that material was occluding the proximal connector piece at the proximal end of the grey piece. The occluding material had the same color and texture as the plastic of the grey piece on the proximal connector, suggesting that the occluding material was flash from the molding process. Based on the available evidence, it is likely that the occlusion caused over-pressurization during infusion, subsequently causing the extension tubing to rupture and leak. An incident report was sent to the applicable product supplier.

Event description:
It was reported when administered with saline, some of the solution leaked out. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.